Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and the user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that it was the cause of the reported resetting issue; however, after extensive testing component level cause could not be determined. Both the sc pcb assembly and the ui to stack flex cable assembly were ancillary parts and there were no failures of either assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would start resetting by itself and, as a result, defibrillation may not be possible if it were necessary.